Manufacturer narrative:
Received one photo of the set. Leakage was observed from the filter vent in the customer provided photo. The complaint of filter vent leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Correction: e1 - initial reporter postal code is unknown, e3 - initial reporter occupation , e4 - initial report sent to FDA.

Manufacturer narrative:
E1 - (B)(6).

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which it was stated that the filter vent was leaking the medicine. Event was noted during infusion. Infusion starts on 23-oct with drug 5-fu, flow rate at 12ml/hr; on 24-oct leakage was noted on filter vent. There was patient involvement but no patient harm.